Event description:
The fe reported that the system locked up during use. No pt serious injury or death was reported related to his event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fse was unable to duplicate the error. However, he noted that the x-ray switch was defective which may have contributed to the issue. The x-ray switch was replaced. The system was tested and found to be working as intended and returned to service.